Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on june 14, 2019. - attachment: [142380-device analysis report.pdf].

Manufacturer narrative:
This report is submitted on may 13, 2019.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations. The device was explanted on (B)(6) 2019 and was reimplanted with another device at the same surgery.